Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, an intermittent image was observed due to a defective video connector socket. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the evis exera iii video system center displayed grainy image. The event occurred during preparation for use. During a standard service inspection of the customer returned device, intermittent image was observed. This report is to capture the reportable malfunction found at inspection and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective video connector socket could not be identified. Olympus will continue to monitor field performance for this device.